Manufacturer narrative:
The zoll console will not be returned for investigation. Therefore, a physical investigation will not be performed. A supplemental report will be filed if the product is returned and investigation has been completed. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for the thermogard console with serial number (B)(4). The start up kit (suk) instructions for use states precautions "confirm the saline is circulating properly during use" and "make sure that the linkage between the suk and the catheter is implemented correctly".

Event description:
It was reported that after 21 hours of dwell time for a temperature management treatment, the patient's body temperature was cooling slower than anticipated; elevating to 1 degree centigrade every 30 minutes. The patient was in ivtm treatment using a thermogard console (sn (B)(4)). Upon inspection, the start up kit's tubing was being pinched by the console's lid. The pump was working but the pinwheel (flow meter) was not spinning. Once the kink was released in the tubing, the ivtm system reached set temperature within 15 minutes. The patient's treatment is resumed and was completed with no further issue. No known patient consequence was reported.